Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation, the monitor failed an internal pulse test and had a discharge profile fault. The cause for the test failure and discharge profile fault was isolated to a defective r46 resistor on the monitor c/a board. The root cause for the defective r46 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.